Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions was the result of lifted hybrid bond wires.

Event description:
It was reported on (B) (6) 2009 the device still had 1 - 23 month (average 10 months) remaining longevity. On (B) (6) 2010, the battery was still good at the patient's pre-op check. During device change, the device was found to have no output. No telemetry was also reported. No patient complications have been reported as a result of this event.